Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, it was noted that the lead integrity alert (lia) had triggered, and the right ventricular (rv) lead exhibited high/varying impedances, an increased sensing integrity counter (sic), and noise. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.